Event description:
It was reported that a patient experienced an occlusion alarm while using the ilet with a contact detach infusion set and subsequently disconnected and performed a full supply change after confirming proper cartridge insertion and no visible issues with the cannula. Symptoms included hyperglycemia with a reported peak blood glucose of 241 mg/dl and elevated glucose above 180 mg/dl for approximately four hours, without ketone testing, back-up therapy, or medical intervention. Outcomes included no injuries, no loss of consciousness, and no hospitalization. Investigation included troubleshooting and education on supply change and device setup. Investigation of this case revealed that the occlusion resolved only after replacing supplies, consistent with an insulin flow obstruction at the infusion set or insulin path. It was concluded, based on established experience with similar reports, that the cause was an intermittent occlusion of the insulin delivery pathway.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.